Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: on investigation the pump powered on to the verify screen with a dim, discolored display. A test display was attached to the pump and illuminated properly without discoloration.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display screen issue. It was reported that the display was dim and the characters had a pinkish hue which made it difficult to read the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).